Event description:
It was reported when tightening the screw, the screw head snapped off. The remaining portion of the screw was left in the patient. This occurred with three (3) screws. No other information was provided, and attempts to obtain further information have been unsuccessful. This report is related to report numbers 3025141-2022-00221 and 3025141-2022-00223 for the other screws involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.